Event description:
Efferdent. Fixodent. Poligrip. Neuropathy, tendonitis fascitis used for many years. Fascitis also seeing a podiatris, for tendonitis and broken leg bones. Frequency: 2x day. Event abated after use stopped or dose reduced? Yes.